Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was decreasing. Analyst commented, at implant, rv pacing impedance measured 608 ohms. Impedance dropped the same week to 380 ohms and as low as 266 ohms. At implant r wave measured 11 millivolts. Last measured on (B)(6) 2015 was 3.6 millivolts. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited decreased r wave sensing, low impedance, and no capture and maximum output. A microdislodgement was suspected. The lead was revised and repositioned to a mid septal position. The lead remains in use. No patient complications have been reported as a result of this event.